Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 43 days (B)(6) 2023 per time stamp). On (B)(6) 2024 at 04:46:34 and 06:30:48, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.7v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file.the mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. It is unknown if the patient was using a v-lock, the power cord came loose, or if there was a loss of power to the residence. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: patient gender was not provided and will be requested. Section d4: device identifier not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients log files were submitted for review. The log files captured no external power events on 24jan2024. These events resolved once external power was restored. The equipment was operating as intended electronically and mechanically.